Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation, however, a lot history review will be performed.

Event description:
The event involved a microclave® clear connector where the customer reported that the adaptor dislodged when in use. It was unknown if there was patient involvement; harm was not reported as consequence of this event.